Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. The complainant reported that, upon initial insertion of the impella pump, decreased flows were observed. The device was removed, reinserted and restarted. At pump restart, diminished diastolic flows were near zero and suction alarms were noted. The patient was provided multiple liters of fluid during this event. When the patient¿s condition stabilized, it was noted that impella catheter was the cause of the issue due to a potential clot. The patient continued on support until the device was successfully weaned.